Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. It is unknown if reoperation is planned. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side te deflation. Patient additionally reported ¿doctor replaced needle because needle does not enter¿ and "after the insertion of te, patient lived a month without moving. Patient described that she have been living with care and little movement since then.( neither struck nor moved her chest) but doctor said the reason of damage is taking exercise." The device remains implanted.